Manufacturer narrative:
(B)(4). Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. In this case, per report, patient factors, hyperparathyroidism with the over secretion of calcium and renal failure, contributed to the failure of the second sapien xt valve. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Reference mfg. Report #2015691-2016-00069.

Event description:
Approximately 1 year and 3 months post implantation of a 23mm sapien xt valve the patient received a third sapien xt valve due to stenosis. As reported, the patient received his first sapien xt valve approximately 2 years and 3 months prior to his second implant which was placed inside a 23mm st. Jude prosthetic valve. At the time of the 1st and 2nd sapien xt valve the patient was waiting for a renal transplant. The first and second valves were placed due to renal failure. The patient was diagnosed with hyperparathyroidism which caused high calcium levels in the blood. It's perceived that patient factors, hyperparathyroidism with the over secretion of calcium and the patient¿s renal failure, contributed to the failure of the second sapien xt valve. It was reported that the patient's condition of hyperparathyroidism has been resolved.